Event description:
According to the available information, the catheter was removed to perform a cystoscopy, during the exam a piece of the catheter was observed in patient's bladder. The fragment was removed. After analysis seems to come from an hole that appeared 5cm from the extremity.

Manufacturer narrative:
This is a ureteric drainage catheter straight whistle tip 2 eyes. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.